Manufacturer narrative:
It was reported to philips that the device experienced a battery failure. There was no patient involvement. The customer worked with the technical support representative. The customer confirmed the battery was broken. The device needs a battery. Upon conclusion of the evaluation with customer, it was determined that the battery requires replacement. The customer refused to pay for repairs because the equipment was not under warranty. No further action at this time.

Event description:
It was reported to philips that the device experienced a battery failure. There was no patient involvement.